Event description:
Customer reported the screen on her insulin pump went dead. The device's alarm history showed an alarm. Customer's blood glucose is 180 mg/dl. A temporary basal was not programmed before the alarm. The device was not stored for a long time. The alarm did not occur after a battery change. The device was not bumped or exposed to moisture. The battery compartment and cap is not damaged. A replacement battery cap was sent. Customer was advised the device experienced an unexpected restart. He was told to monitor the device and call if the issue recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)